Event description:
Information received by medtronic indicated that the insulin pump had a partial display. Customer reported screen is broken. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black case type = ngp customer returned insulin pump for an alleged cosmetic damage located at the screen and missing segments/partial display found on (B)(6) 2022. Insulin pump was received with a scratched lcd window. No broken/damaged insulin pump screen noted during visual inspection. Insulin pump passed the displacement. No missing segments/partial display noted. However, insulin pump error alarm during self test. Successfully downloaded history files and traces using thus. Insulin pump error alarm (variableinfo = 03) was recorded and found in the formatted history file on: (B)(6) 2022 08:53:09.000. The keypad overlay was removed to perform visual inspection and found a broken trace on keypad assembly. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board1, electrical board2, force sensor, motor and vibrator assembly noted. A test case was used and the original electrical board1, electrical board2, internal battery and motor were installed. Powered the insulin pump on using the aa 1.5v battery. The insulin pump was able to navigate the menu and continued on self test. The insulin pump passed the self test. No unexpected insulin pump error alarm noted when using the test case. Insulin pump error alarm (variableinfo = 03) during self test was confirmed due to a broken trace on keypad assembly. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a retainer knit line damage were noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a overlay missing, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment, a serial number label fading and a end cap address label missing. A cracked retainer and a retainer knit line damage were confirmed. Cosmetic damage at the insulin pump screen was not confirmed, however, other cosmetic damage was noted. Missing segments/partial display was not confirmed. However, insulin pump error alarm (variableinfo = 03) was confirmed. Insulin pump error alarm (variableinfo = 03) during self test due to a broken trace on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Medical device problem code has been updated and provided with this report in section h6.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
It was reported that both upper corners of screen started coming off.